Event description:
Attorney reports "a neurostimulator, including a model 7427 ipg, 3487a leads, and 7489-25 extensions were implanted in plaintiff by the surgeon in 2003 for the treatment of back pain, an additional neurostimulator was implanted eight months later. She continued to complain of pain following the implants, and experienced several complications following the implants, including infection following the second implant, the leads could not be explanted because they "were placed so close to the spinal cord that not all of the leads could be safely removed without risk of paralysis" and that plantiff has continuing medical complications."